Manufacturer narrative:
E1: initial reporter city - (B)(6). Device evaluated by MFR: the product was returned to boston scientific for analysis. Returned product consisted of an angiojet zelante catheter. The pump assembly, effluent/supply line, shaft, tip, and spike line were visually examined for damage or any irregularities. The catheter shaft showed severe damage in which the shaft was fractured and separated at 1 cm from the tip. There were also multiple sections buckled in the guidewire lumen. Functional testing was not attempted due to the extreme damage to the device. The tip of the shaft including a 1 cm section of the hypotube was fractured and separated. A .035 guidewire was received still inside the device which was observed to be completely seized inside the device and unable to be removed. Inspection of the remainder of the device, revealed no other damage or irregularities. The complaint was confirmed for guidewire issues related to a seized guidewire along with a shaft separation, hypotube separation, guidewire lumen buckled and tip damage.

Event description:
It was reported that stuck on guidewire occurred. The target lesion was located in the lower limb vein. An angiojet zelante was used for thrombectomy procedure. During the procedure and transitioned to power pulse mode, gas was found in the tubing once the thrombolytic drug was activated. The procedure's lead attempted to remove the tubing to re-prime it, but faced notable resistance and stuck with the guide wire midway, rendering it unusable. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter city - (B)(6).

Event description:
It was reported that stuck on guidewire occurred. The target lesion was located in the lower limb vein. An angiojet zelante was used for thrombectomy procedure. During the procedure and transitioned to power pulse mode, gas was found in the tubing once the thrombolytic drug was activated. The procedure's lead attempted to remove the tubing to re-prime it, but faced notable resistance and stuck with the guide wire midway, rendering it unusable. The procedure was completed with another of the same device. There were no patient complications reported.